Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 whole tip came apart. The black plastic just below the hemopro jaws completely loosened and detached. Essentially came off as a tube in the leg tunnel during the vein branch ligation portion of the vein harvest. Prior to this, the evh was proceeding in a straightforward cabgx3 (lima + 2 vein grafts). They immediately stopped using the hemopro2 device, removed this tube of black plastic from the leg tunnel, and opened another kit so that they could finish harvesting the vein. No apparent harm to the patient, because the problem was immediately identified.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code "2907" was removed. The device was returned to the factory for evaluation on 12/27/2022. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the jaws and heater wire. The black sheath from the top of the flexible shaft was observed covering the jaws. The black sheath was removed from the jaws. There were no visual defects observed on the jaws or the heater wire. The metal portion of the shaft was observed due to the black sheath detached. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure was confirmed. "Peeled; shaft" were confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000242861 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 whole tip came apart. The black plastic just below the hemopro jaws completely loosened and detached. Essentially came off as a tube in the leg tunnel during the vein branch ligation portion of the vein harvest. The detached piece was retrieved by grasping with the jaws of the harvesting tool and pulling out into the port. The jaws were fully closed during insertion. There was no resistance. Prior to this, the evh was proceeding in a straightforward cabgx3 (lima + 2 vein grafts). They immediately stopped using the hemopro2 device, removed this tube of black plastic from the leg tunnel. Short delay due to time required to retrieve the detached piece and to open a new kit in order to resume harvesting the vein. No apparent harm to the patient, because the problem was immediately identified.

Manufacturer narrative:
(B)(4).